Event description:
Patient of unknown gender or age with laceration above the right eye. The device was used to close the wound and product ran down into the eye. The eye was bonded shut, the user was able to get it reopened. Some product remained on the eyelashes. Follow-up questions were sent to the medical facility in 2003. Distributor called facility 5 days later, doctor confirmed receipt of the faxed questions and stated he would send answers shortly. Answers have not been provided at the time of this filing. No further information on how product was used, or what precautions were used has been provided. No further information has been provided on the patient and condition. Product was not returned.